Event description:
The customer reported her blood glucose reached greater than 400 mg/dl less than 24 hours after the pod was activated. The pod was removed and she noticed the cannula had dislodged out of the infusion site. She did not provide any further info regarding the bg history.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.